Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 304 mg/dl. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Reportedly, customer resumed insulin delivery without changing the supplies to address the event.